Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1027251, medical device expiration date: 2026-03-31, device manufacture date: 2021-01-27; medical device lot #: 1095845, medical device expiration date: 2026-05-31, device manufacture date: 2021-04-05. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305196 and lot number 1027251. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A device history record review was completed by our quality engineer team for provided material number 305106 and lot number 1095845. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that 10 bd precision glide needles experienced epoxy on the needle.   The following information was provided by the initial reporter: white stuff, (assuming its the glue), at the base of the needle seems to be "dripping" down some of the needles. He was concerned about it being sterile. He is seeing is just where the needle is being placed in the colored hub and some of the glue is just pushed out around the edges.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1027251, medical device expiration date: 2026-03-31, device manufacture date: 2021-01-27; medical device lot #: 1095845, medical device expiration date: 2026-05-31, device manufacture date: 2021-04-05. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305196 and lot number 1027251. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A device history record review was completed by our quality engineer team for provided material number 305106 and lot number 1095845. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that 10 bd precision glide needles experienced epoxy on the needle.   The following information was provided by the initial reporter: white stuff, (assuming its the glue), at the base of the needle seems to be "dripping" down some of the needles. He was concerned about it being sterile. He is seeing is just where the needle is being placed in the colored hub and some of the glue is just pushed out around the edges.